Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The reload was partially fired with the interlock engaged. Staple pushers were visible at the 3cm cut line indicating the point where the handle compression had stopped. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Correction:,(first name, last name, email),(phone number). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the pneumectomy procedure, the first stapler was not able to fire and the staple line was incomplete on the proximal part, the surgeon was able to press the green button and squeeze the handle. The other two devices, was not able to fire and the surgeon was unable to press the green button and unable to squeeze the handle. The last device was not able to fire too and the surgeon was able press the green button but unable to squeezed the handle. The incision extended due to the product problem. Followed up if the incision extended more than 1 inch. The surgical time extended by more than 30 minutes due to the product problem on the edge. Staple line and case was completed by manual closure. No tissue loss/damage. No blood loss. No injury. Patient status : fine.